Event description:
It was reported that the patient underwent surgery for occipitocervical fusion with rigid internal fixation. The patient required hardware removal due to erosion of the implant through the scalp. Complete arthrodesis eventually occurred and the patient tolerated hardware removal uneventfully.

Manufacturer narrative:
(B) (4). Literature article citation: nockels et al. Occipitocervical fusion with rigid internal fixation: long-term follow-up data in 69 patients. J neurosurg spine. 2007; 7; 117-123. Device history records could not be reviewed without additional information.